Event description:
It was reported that pump displayed continuous glucose monitor error and caller experienced CGM Error 42 with G7 sensor. There was no reported impact to the customer¿s blood glucose level. Caller contacted support, was guided through complete pump reset, pump no longer displayed CGM error after reset, and caller was advised to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.